Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Following the reported event, olympus engineers trained customers in cleaning and disinfecting on february 26, 2021. Olympus engineers said that the customer followed the guidelines for cleaning and disinfecting this device. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results of similar events in the past, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; the training of the cleaning and disinfecting staff at the user facility was inadequate. There was a difference between the reprocess method by the user facility and the one in the instruction manual. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed the following: there was a cut mark on the control body. The angle range of the bending section was insufficient. No abnormality was confirmed in the endoscopic image. No leaks were confirmed. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
An annual inspection of the device by the service department of olympus medical systems (B)(4) found a foreign object around the forceps elevator. This was observed at the time of repair during removal of the distal end cover. There was no report of patient injury associated with this event.